Manufacturer narrative:
Arjo was notified about an incident which took place in hosôpital (B)(6) in canada. During resident transfer, non-arjo installation rail, which held the arjo maxi sky 600 ceiling lift, detached from the ceiling and fell on the caregiver¿s shoulder. The caregiver was injured, but no more information regarding severity of the harm was revealed to date. The maxi sky 600 ceiling lift was attached to non-arjo (innomedic) installation rail, similar to kwiktrak p-profile rail. Although arjo ceiling lifts are specifically designed for kwiktrak rail systems, the maxi sky 600 may be adapted to be used with another rail systems. In such case, the installer shall strictly follow the addendum to manuals (document number 001-14250-en), which provides information regarding safe working load, rail system limitations and description for specific parts. Maxi sky 600 instructions for use (IFU 001.14150.33) contains warning: ¿before using the maxi sky 600 on a track system other than kwiktrak, make sure you have read and understood the addendum supplied with this instruction for use. Using the maxi sky 600 with a non compatible track system may lead to patient fall.¿ the rail involved was provided and installed by innomedic and serviced by the customer. Despite several attempts to gather more information, the customer did not share any details that could allow us to determine root cause of the incident. The maxi sky 600 ceiling lift in combination with competitor installation rail was used as a system for transferring the resident and played a role in the reported incident. There was no indication of any ceiling lift abnormalities that could have contribute to the alleged event, however the rail detached from the ceiling hitting the caregiver¿s shoulder. From that perspective system did not work as intended. The complaint was decided to be reportable to competent authorities due to rail detachment and sustained injury.

Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation. Installation was not made available for arjo inspection.

Event description:
Arjo received information about incident with arjo maxi sky 600 ceiling lift attached to non-arjo (innomedic) installation rail. Following information provided, during resident¿s transfer, the set screw on the bracket which holds the track came off. In effect, the rail fell on the caregiver¿s shoulder causing injury. No more information regarding injury was revealed to date.